Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest. These were a reoccurring issue for the patient, but this time the blisters popped open. There was no alleged device malfunction contributing to the irritation. Patient was prescribed betamethasone cream by a physician. Follow up indicated that the blisters have improved.